Event description:
Subsequent to the initial medwatch report, additional information and details were provided as follows: on (B)(6), 2010, EKG was reported as abnormal with inferior infarct - age undetermined and normal sinus rhythm. On (B)(6), 2010, cardiac catheterization revealed 70% proximal lesion in lad, in stent restenosis of drug eluting stent, 100% mid lesion in right coronary artery, collaterals intact from circumflex and complex 80% mid lesion in 1st obtuse marginal. On (B)(6), 2010, the patient underwent coronary bypass x 5 with left internal mammary to the left anterior descending, saphenous vein graft to the diagonal, saphenous vein graft sequentially to ramus and the obtuse marginal circumflex, and saphenous vein graft to the posterior descending artery. It was noted that the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient was started on clopidogrel 75 mg dosing. The patient did not receive a peri-procedural loading dose of a thienopyridine prior to the index procedure. On (B)(6) 2010, due to stable angina and a positive stress test, the patient underwent the index procedure with deployment two drug eluting stents to the distal right coronary artery (drca). Post procedural residual stenosis was 0% with timi iii flow. The patient was discharged from index hospitalization on (B)(6) 2010. A later site contact with the patient resulted in the patient reporting that he had experienced an onset of chest discomfort since (B)(6) 2010 and was diagnosed with unstable angina. Adjustments were reportedly made to the patient's medications without success. A cardiac catherization performed on (B)(6) 2010 revealed in-stent restenosis and additional blockage. The patient underwent a coronary artery bypass graft (CABG) procedure on (B)(6) 2010. The patient was discharged on (B)(6) 2010. In the opinion of the investigator, the unstable angina was moderate in intensity, not related to the study drug, possibly related to the device, and possibly related to the procedure. The non-st elevation myocardial infarction event was reported as not related to the drug, and is considered expected for the device. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. An unknown promus is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.